Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that in cs100 intra aortic balloon pump (iabp), there was a loud noise, there was no patient harm or injury reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: e1- event site email, event site telephone. Additional initial rep: (B)(6) occupation: biomedical engineer.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h6. (Type of investigation, investigation findings, investigation conclusions). The getinge field service engineer (fse) was dispatched and discovered the battery latch and plate was vibrating which was causing the noise. There was no patient involved and no indication of actual or potential harm or death. The fse tightened the screw on the bottom of the plate to correct the issue. The unit passed all functional and safety specifications. Was returned to customer.